Event description:
Per the clinic, the patient experienced a dislodgment of the internal magnet during an MRI scan in (B)(6) 2017 (tesla strength unknown). It is unknown whether the patient's head was wrapped per the manufacturers guidelines. There are plans to correct the magnet position; however, this has yet to be scheduled as of the date of this report.